Event description:
It was reported by the caller that post afib/pfa procedure using the boston scientific farawave pfa system it was noticed that in the urine collection bag, there was blood in the urine (hematuria). The patient was infused with 2 liters of saline and remained stable. No other details are available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).